Event description:
The pt underwent kidney transplant, at which time a jackson pratt drain was placed. When the physician removed the jp, a popping sound was heard. The pt required surgical exploration for removal of the retained fragment. This was noted to be 16 x 1.0 x 0.5 cm in size.